Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. The customer reported a blood glucose (bg) level of 289 (mg/dl). Manual injections were delivered to address bg levels and the infusion set was changed to address the occlusion alarm. It was recommended that the customer contact tandem technical support for troubleshooting should another occlusion alarm occur.